Event description:
A us distributor contacted zoll to report that a nurse reported a patient was in the ER reporting they had received a treatment by the lifevest. The date and time of the treatment was not reported. The nurse called back 90 minutes later reporting the patient had left the emergency room and did not provide a location they were going to. The ECG and flag data surrounding the alleged treatment was unavailable for review as it had not been downloaded. The patient left the hospital with the lifevest. Despite multiple attempts to reach the patient, the patient has not been located. There was no death or serious injury associated with the alleged defibrillation event. There is no indication of a device malfunction.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Awaiting recovery of device and download data for further investigation.